Manufacturer narrative:
Age at time of event: elderly. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent fracture occurred. A 7x200x130 innova¿ stent was successfully implanted in the common femoral-iliac artery. The stent delivery system was removed and the stent was post dilated. The physician then noted that the stent appeared fractured. No additional intervention was performed. No patient complications were reported and the patient is fine and recovering.